Manufacturer narrative:
The event is anticipated and is probably procedure related (and not treatment related). It can be related to the fact that during the treatment, the patient was lying on the table for few hours inside the mr bore. Dvt is a known risk of the procedure. This procedure was conducted under clinical trial settings, using a device legally marketed in the us.

Event description:
On (b)(6, the patient underwent treatment for parkinson's disease. During the treatment the patient experienced intense experience sweating, tachycardia and general fatigue. The following day, on (B)(6), the patient's symptoms worsened and they were diagnosed with thrombophlebitis (vein thrombosis) and was immediately started on anticoagulants. The patient remained hospitalized for monitoring and further treatment. On (B)(6), the patient was discharged. The venous thrombosis had not fully resolved but it improved significantly. The patient was prescribed anticoagulation therapy for three months.